Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. Olympus was unable to determine that the cause of the glue peeling was attributed to stress or user¿s handling. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the event occurred on (B)(6) 2022, during pre-use inspection prior to a transurethral bladder observation. There was no delay in the procedure and the patient was not under general anesthesia. The procedure was completed with another device. There are no additional details regarding the patient or event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the forceps plug cap had been scraped off and a misalignment of the rubber cover of the forceps plug mouthpiece. In addition, it was noted, the universal code was collapsed, the vent metal on the light guide connector was damaged, the product label on the light guide connector was peeling off and chipping of the lighting lens and a decline in the light guide bundle. The bending angle is insufficient due to the elongation of the angle wire. There were wrinkles are observed in the universal cord, in the video cable and the insertion tube. There were also scratches on the operation part, the insertion tube, the grip, the angle lever, the video cable, the video connector, the video connector case, the universal cord, the light guide connector, the up/down angle fixing lever (sp). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the forceps plug mouthpiece was scraped on the cysto-nephro videoscope. There were no reports of patient harm associated with this event.